Manufacturer narrative:
The device was not available for evaluation. The exact cause of the reported issue could not be determined.

Event description:
It was reported that a rise spacer collapsed post-operatively.